Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2009. According to the complainant, post-procedure, the patient experienced pain due to the eroded mesh, and had additional medical treatment and procedures. According to the physician's office, in (B)(6) 2009, the patient was fine with no complaints. In (B)(6) 2009, the patient complained of a knot like pain. Left side mesh erosion was observed by the physician. The patient was prescribed a two week estrogen cream regimen. In (B)(6) 2010, the physician cut the left side of the mesh to alleviate erosion. In (B)(6) 2010, the patient reported to the physician's office (details unknown). In (B)(6) 2010, the physician performed an excision of the mesh. All other information is unknown and unavailable.